Manufacturer narrative:
According to the customer, on 12/05/2023 the razor "fell apart" in the MRI suite and "flew off like a projectile". The customer reported there was no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. Sample not available for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 12/05/2023 the razor "fell apart" in the MRI suite and "flew off like a projectile".